Event description:
The physician told the sales rep about a filterwire procedure he had performed. The physician stated that basket (filter bag) tore. He was not sure if the filter was the cause. The device was reportedly part of an interventional procedure in a popliteal artery. No pt complications were reported.

Manufacturer narrative:
Device return to MFR for analysis is not expected. Date of the event was not provided to the MFR. Manufacturer is unable to confirm if the filtr bag tearing occurred.